Event description:
Rptr is wearing devices which are having adverse effects on health. The devices were implanted illegally without proper authorization by homo-sexual police officers and other conspiring law officers. The conspiracy/cover-up is such that at a local level rptr is unable to gain proper medical attention or retain legal counsel. Rptr has devices implanted through-out body, including intestinal, respiratory, dental and ear implants. All are run daily and designed to cause pain ranging from discomfort to severe. Rptr is presently in contact with hosp, but fear further illegal intervention. Health is steady at this time, but rptr does have many telltale signs of progressing damage in nose, throat ears and eyes. Also, rptr has documented evidence of damaged muscle tissue which a medical professional refused to repair due to the presence of device implanted in left bi-cep area. Entry is visible. M,r.I. Of affected area has been made unavailable to rptr. Cat-scan taken at local hosp has also been made unavailable. Rptr has no criminal record beyond -3- misdemeanors. Rptr feels without FDA intervention and direction they will lose health and possibly life.